Manufacturer narrative:
Pending follow up on device return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was not returned for additional evaluation and investigation. This patient has had several prior revisions due to catheter migrations. It was believed that the catheter may have been obstructed due to a ventricular issue. A definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Representative reported a catheter replacement. The patient had complained of increased pain. The plan for the surgery was initially to pull the catheter tip down slightly, as it was thought that some ventricular tissue was obstructing the catheter. However, once the surgery was performed, the existing catheter sheared off from the lamina and a new distal end of the catheter was implanted, and tied to the existing segment with the previously-implanted revision kit. Patient's previous catheter revisions due to migration were captured in MFR 3010079947-2021-00238 and MFR 3010079947-2021-00242.

Manufacturer narrative:
Sales representative reported that the patient did not follow post-procedure recommendations and would not exercise caution in relation to activity level. Representative believed that this and the tricky placement of the catheter both contributed to the reported catheter issues associated with this patient. Internal complaint number: (B)(4).